Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was reading inaccurately compared to another meter. The medical surveillance specialist was unable to follow up with the patient for additional information per the patient's request. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported immediately prior to the start of the alleged issue she had symptoms of feeling "light, unfocused and trembly." The patient reported the alleged issue occurred on (B)(6) 2013, at 12:30pm. The patient reported obtaining a reading of "159mg/dl" compared to "63 and "53mg/dl" on another meter. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diabetes management routine. The patient reported on an (B)(6) 2013, at 12:30pm, she had something to eat or drink as treatment. During the time of troubleshooting the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. The patient's test strips were in good condition, however, a control solution test was not run per the patient's request. Replacement products were sent to the patient. This complaint is being ruled out as an adverse event due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the injury, and there was no delay in treatment. In addition there is no indication that the subject meter malfunctioned based on the troubleshooting done by the cca.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.